Event description:
It was reported that the operator could not raise the cot. It was reported that a "coding" patient expired while on the cot, but this condition was not related to the cot or cot functionality.

Manufacturer narrative:
It was reported that the operator did not lift the weight off the cot before engaging the release handle causing the cot to not raise. The customer reported the cot was performing to specifications before and after the event. Examination of the cot was not possible because the hospital could not identify which cot was allegedly involved.